Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose the previous month with blood glucose of 40 mg/dl at the time of the incident. The customer was at x mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also mentioned a high which they used the pump to treat and it was after this that they went low. The customer was getting a lost sensor signal alarm. The customer was requesting a pump upgrade. The insulin pump will not be returned for analysis.